Manufacturer narrative:
Additional patient information: patient's height is (B)(6). Patient identifier, date of birth is not available for reporting. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Part 247.349 lot l121320 is not a valid part and lot combination. Therefore device history record (DHR) review could not be performed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a revision surgery was completed on (B)(6) 2017 due to a broken plate and non-union. The patient was originally implanted with the devices on (B)(6) 2016. A broken plate, two intact locking screws and 5 intact cortex screws were successfully removed. The revision surgery was an open reduction internal fixation (orif) of a second metacarpal. Patient was revised to a locking compression plate (lcp) with vivigen bone graft. The procedure was successfully completed with no delays or harm to patient. Concomitant devices reported: locking screw (part # unknown, lot # unknown, quantity 2), cortex screw (part # unknown, lot # unknown, quantity 5). This is report 1 of 1 for complaint (B)(4).